Event description:
Same case as #2134265-2008-02222 and 02223. It was reported, by a patient, that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. In 2008, three taxus express2 drug eluting stents were placed. The patient stated that, the following month, she presented with chest pain and was diagnosed "with a blood clot in between two of her stents" during a follow-up catheterization. The patient was unwilling to provide any physician contact information. She did speak with her physician and was told that the stents weren't the cause of the thrombosis. No additional information is available.

Manufacturer narrative:
The device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.